Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information previously submitted. The alert date of follow-up #1 should have stated: (B)(6) 2017. Similarly, the 'device returned to mfg date' should have stated 1/11/2017.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that her one touch ultra mini meter had a power issue, powers of during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred 2 weeks prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster) and stated that she decreased her dose of medications over the last five days as a result of the alleged product issue. The patient reported that 45 minutes after the alleged product issue began she developed symptoms of shakiness and heart palpitations and stated that she self-treated with food/drink "one scoop of frozen orange juice concentrate". At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, the patient was made aware of the auto shutoff and this did not resolve the issue. Based on the information provided, cca noted that the meter batteries did not require replacing. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious diabetes excursion after the alleged product issue began.